Event description:
A hospital in (B)(6) reported, via our distributor, that the humidifier connection tube was missing from an rt105 adult inspiratory-heated breathing circuit kit. This event was detected prior to patient connection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt105 breathing circuit was examined for the missing component as reported. Results: inspection of the complaint device confirmed that the humidifier connection tube or dryline component was missing. A lot check revealed 1 other complaint of this nature involving 1 device. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted humidifier connection tube. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. No patient consequence occurred as a result of this event. (B)(4).